Event description:
It was reported that an occlusion alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction bolus was administered via pump without third-party assistance. Despite following troubleshooting steps including boluses and replacing cartridges, the occlusion alarm continued to recur. Caller was initially advised to change supplies and resume insulin therapy, but was unable to do so successfully due to ongoing issues. Ultimately, the pump was replaced and the customer reverted to an alternate method insulin therapy.